Event description:
Defibrillator failed to discharge. Pt was in ventricular tachycardia. The defibrillator was charged to 200 joules per physician order. The order was changed to 50 joules; therefore the defibrillator was turned to 50 joules and recharged, sync on, lead ii. However, the defibrillator failed to fire. The pt spontaneously converted to sinus rhythm. Shortly after that, the pt developed asystole and did not respond to advanced cardiac life support. The pt was pronounced dead.